Event description:
Report 3 of 3 it was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, there were fibrin clots in 3 tubes. No patient impact reported. The following information was provided by the initial reporter: "there were three other tubes that were not clotted but did have smaller fibrin masses in them."

Manufacturer narrative:
D10: device available for evalution?: yes d10: returned to manufacturer on: 06-sep-2023 h.6 investigation summary: bd received 15 samples and 3 photos for investigation. The photos were reviewed and fibrin was observed. The customer samples along with 100 retention samples from bd inventory, were visually inspected with no issues identified. Additionally, 5 customer samples were evaluated for heparin activity and all were within specification. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 3 of 3 it was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, there were fibrin clots in 3 tubes. No patient impact reported. The following information was provided by the initial reporter: "there were three other tubes that were not clotted but did have smaller fibrin masses in them."

Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.